Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed button error and none of the buttons are not working. Customer was going to give a bolus and then suspended the device for an hour. Customer's blood glucose was 71 mg/dl. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump was received with cracked case at display window corner, cracked reservoir tube lip and cracked reservoir tube window.